Event description:
Iabp passage fail due to tortuous of abdominal. Aorta.

Manufacturer narrative:
The device was not returned for eval, therefore, a root cause could not be identified. If additional info is received or the device is returned, a follow-up report will be submitted. Internal complaint number: (B)(4).